Event description:
The patient had a wrist fusion surgery on (B)(6) 2014. It was reported the patient complained of pain and a revision surgery was performed on (B)(6) 2014. The surgeon noted that a locking screw had backed out and it was broken. The screw head broke off at the shaft. The screw head was removed and the screw shaft was left in the patient. A slow union/non-union was noted. The plate and locking screw were replaced; a new plate with cortex and locking screws was implanted. There is no surgical delay and the surgery was successfully completed. The patient outcome was reported as great. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.